Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019. The manufacturer¿s international service technician confirmed the reported issues. The manufacturer¿s international service technician replaced the defective power status overlay and keypad overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported keypad failure and power overlay (light emitting diode) led not working. There was no patient involvement.